Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed tricuspid regurgitation (tr) and right ventricle lead in the septal leaflet for a triclip procedure. During the procedure, two triclips were implanted. After the deployment, it was determined that there was a single leaflet device attachment (slda) for the second clip and the clip was no longer attached to the septal leaflet. Imaging was difficult. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.